Event description:
Pt is a 43 yr old g1p1 female with bilateral surgitek gels placed subglandurly in 1987 for augmentation, developed increasing firmness left and systemic problem. History of multiple closed capsuolotomies. Chronic fatigue occurring in 1981 and 1982. Bilaterial capsulectomy, removal of implants with replacement with 225cc saline siltex-4/14/93, class I infection.